Event description:
A clinical incident involving a procise max plasma wand with integrated cable was reported to arthrocare corporation. The reported incident involved a patient who underwent an adenoidectomy and tonsillectomy. After treatment of the adenoids, the physician proceeded with suction coagulation due blanching of the soft palate. A bovie was used to complete adenoidectomy. Edema and swelling was reported in the area of the soft palate in white blanching occurred. Patient required hospitalization and was administered antibiotics. The physician indicated the blanching of the soft palate was due to the heat of the device.

Manufacturer narrative:
Age is an approximation provided by arthrocare. Two patients with similar outcomes treated on same day with ages provided as (B) (6) and (B) (6) of age. Gender was not provided by the user facility. The device was returned for investigation. A follow up report will be provided after completion of the investigation currently in progress.